Manufacturer narrative:
The device was discarded by the user facility; therefore, the reported failure could not be verified and a root cause cannot be determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed 5 similar complaints, with 6 devices, for this product family and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - after the object is secure in the net assembly, to gently retract the endoscope with the object in full view. - do not attempt to retract the object into the working channel of the endoscope as this will crush the specimen and possibly damage the net sheath and/or endoscope. - do not use this device if there is any detectable handling or shipping damage. - the ability to effectively clean this single use device has not been established and subsequent re-use may adversely affect the performance and/or safety of the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the user facility that during an endoscopic procedure, the 00230a spider bag broke. To date, no additional information regarding the patient or event has been made available. No patient injury was reported. This incident is raised on the basis of a reported malfunction with potential for injury with recurrence.